Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure. The exact procedure date was unknown. During the procedure, the balloon sprang a leak and deflated when it was inflated and reached the atmospheric pressure. They pulled out the balloon from the patient and a second cre fixed wire dilatation balloon was used to successfully complete the procedure. There were no patient complications reported as a result of this event.